Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 06-dec-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure using a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation and brim cap detached issues occurred. It was reported that when setting up for the case, the vizigo¿ sheath dilator was having more resistance than usual but was still advancing. After introducing the sheath to the body, blood leaked from the valve. The sheath was replaced and the issue was resolved. After closer inspection, the rubber seal that goes around the orange part of the vizigo¿ sheath was not working and may be due to the pressure needed to be used to push the dilator. The device evaluation was completed on 28-dec-2021. Product involved: vizigo sheath. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Also, the brim cap and silicone ring were found in normal condition. The vessel dilator was returned, and some bents were observed. Microscopic examination on the hemostatic valve surface and showed evidence of stress marks on the outer diameter. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ a device history record (DHR) was performed, and no internal actions related to the complaint were found during the review. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to investigate the hemostatic valve condition. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿brim cap detached¿ issue. Investigation findings: fracture problem (c070603) / investigation conclusions: cause traced to user (d11) / component code: valve(s) (g04135) were selected as related to the customer¿s reported ¿hemostatic valve separation¿ and ¿resistance with sheath¿ issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure using a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation and brim cap detached issues occurred. It was reported that when setting up for the case, the vizigo¿ sheath dilator was having more resistance than usual but was still advancing. After introducing the sheath to the body, blood leaked from the valve. The sheath was replaced and the issue was resolved. After closer inspection, the rubber seal that goes around the orange part of the vizigo¿ sheath was not working and may be due to the pressure needed to be used to push the dilator. Additional information was received on 16-nov-2021. The hemostatic valve (gasket) did not appear to break into multiple pieces. Nothing became detached from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium from what they could tell. Merely the gasket appeared to be pushed in. No air entered the patient¿s body. Blood was leaking out of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding, only a few extra ml of blood was lost. No medical intervention was required, catheters were swapped upon recognizing the issue. There was resistance when they were inserting the dilator before the case started. No issues with irrigating were noted. Sheath was narrowed by the misplaced gasket at the very top. The dilator was able to move through the sheath but with much more resistance than usual. The dilator was never stuck, it was merely difficult to pass and had more resistance than usual. The event was assessed as MDR reportable for a hemostatic valve separation and brim cap detached issues. In addition, the resistance with sheath issue was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury was remote.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).